Manufacturer narrative:
H6: investigation summary: three photos of a 30g x 8mm safeassist carton were returned from lot. No. 3010167, cat. No. 329917. Visual examination of the returned photos was carried out and an incorrect pzn code was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This complaint was confirmed to be a packaging graphics error therefore a review of the packaging process at the site is not required. Root cause will be determined as part of a CAPA.

Event description:
It was reported that the bd safeassist¿ safety pen needle pzn number on the product is incorrect. The following information was provided by the initial reporter: noweda complains that the pzn number on the above product is wrong.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safeassist¿ safety pen needle pzn number on the product is incorrect. The following information was provided by the initial reporter: noweda complains that the pzn number on the above product is wrong.